Manufacturer narrative:
Correction to the initial MDR: the fields d2a (common device name), (initial reporter title) and (bsc aware date) were updated. Thus, this supplemental report is being filed. T was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a bmc rf puncture generator was selected for use during a portal vein re-cannilazation procedure, and once connected to the connector cables and a non-boston scientific wire the console gave the alert a029. The grounding pad was connected and no error was given. However, once the devices were connected to the generator along with the connector cable, again the error was displayed. To troubleshoot, the bmc generator was turned off and back on after the message. Also, the connector cables for two non-boston scientific wires were unplugged and plugged back in and the error persisted. No patient complications were reported. The procedure was aborted. The device is not expected to be returned for analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Event description:
It was reported that a bmc rf puncture generator was selected for use during a portal vein re-cannulization procedure, and once connected to the connector cables and a non-boston scientific wire the console gave the alert a029. The grounding pad was connected and no error was given. However, once the devices were connected to the generator along with the connector cable, again the error was displayed. To troubleshoot, the bmc generator was turned off and back on after the message. Also, the connector cables for two non-boston scientific wires were unplugged and plugged back in and the error persisted. No patient complications were reported. The procedure was aborted. The device is not expected to be returned for analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.